Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6)-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), abdominal pain ("abdominal pain") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, discomfort, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, discomfort, fatigue and pelvic pain to be related to essure. The reporter commented: insertion details-bilateral tubal ostia was visualized and the essure implants were inserted without difficulty in the usual fashion on the patient's left tubal ostia and similarly the essure implant was inserted without difficulty in the right tubal ostia in the usual fashion quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), abdominal pain ("abdominal pain") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, discomfort, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, discomfort, fatigue and pelvic pain to be related to essure. The reporter commented: insertion details-bilateral tubal ostia was visualized and the essure implants were inserted without difficulty in the usual fashion on the patient's left tubal ostia and similarly the essure implant was inserted without difficulty in the right tubal ostia in the usual fashion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, insertion details, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.